Event description:
Customer had this vent go down on a patient with no patient harm. After tf 9907 the customer was unable to turn on the silence alarm and to turn the vent into customer mode.

Manufacturer narrative:
No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective servo module (inspiratory valve). In consequence (correction) msp hamilton-g5 inspiration valve with part number 10082605 was replaced. There was no patient or user harm.